Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home. 1900 n highway 201. Mountain home, ar 72653. United states. Baxter healthcare - dominican republic. Carretera sanchez km 18.5, parque industrial itabo, piisa. Haina, san cristobal 91000. Dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line of the homechoice cassette and the supply bag was reported, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of six of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and supply bag that led to this alarm. The patient did properly tightened the connection before the therapy started. The patient would drain manually. Renal therapy services (rts) advised the patient to contact their nurse regarding the missed therapy. Proper procedures per the user manual were reviewed with the hp. There was no report of patient injury or medical intervention associated with this event.